Event description:
The manufacturer received information alleging a ventilator failed to communicate with ac power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's system board was replaced to address the issue.